Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of a falsely elevated result for a patient that was generated on an atellica im 1600 analyzer compared to repeat testing on the same instrument and an alternate analyzer in the same lab. A siemens technical application specialist (tas) collected data and logs for evaluation. Siemens is investigating. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A falsely elevated high-sensitivity troponin I (tnih) patient result for one patient was generated on an atellica im 1600 analyzer that was considered discordant compared to repeat testing on the same analyzer and a different analyzer in the same lab. The initial result was not reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient result.

Manufacturer narrative:
The initial MDR was filed on july 21, 2022. Corrected information - july 21, 2022 and july 22, 2022: after submitting the initial report, additional information was received from the customer. Section b3 - date of event was updated to july 17, 2022. The customer confirmed that the result of 16 ng/l was considered the correct result and reported to the physician. Additional information - august 4, 2022: the outside the united states customer contacted the siemens customer care center (ccc) reporting the observation of a falsely elevated high-sensitivity troponin I (tnih) result for a patient that was generated on an atellica im 1600 analyzer compared to repeat testing on the same instrument and an alternate analyzer in the same lab. Siemens investigated and did not identify a potential product problem. The rationale for this conclusion is based on the following investigation results: siemens received the following files for investigation: reagent traces that indicate any aspiration or dispense flaw were inspected and found to be normal. Sample traces that indicate any aspiration or dispense flaw were inspected and found to be normal. Autocheck data that indicates a hardware issue had no errors and were within specification. Device check data that indicates a hardware issue had no errors and were within specification. Based on the results of the files reviewed, no instrument issue could be identified that would cause falsely elevated results. Qc was in range at the time of the event and no other samples at the same time were affected. This is indicative of a sample/patient specific incident. Sample type is serum, spun on an aptio centrifuge. Aptio centrifuge force setting is at tube manufacturer recommendation. Spin time is 10 minutes. Siemens provided the customer with guidance on pre-analytical considerations. No potential product issue is observed. System is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.